Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package of the bd intima¿ ii plus closed IV catheter system was damaged before use from high temperature, causing a sterile barrier breach. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the package of the bd intima¿ ii plus closed IV catheter system was damaged before use from high temperature, causing a sterile barrier breach. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
The batch record for lot# 8043062 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the package possessed a deformed bottom film. Bd engineers speculated that this type of damage was most likely caused by exposure to high heat. Investigators followed up with the shipping company after investigating other product codes that were shipped on the same truck as the lot sited in your facilities complaint. Unfortunately the root cause cannot be confirmed to be related to transportation at this time. However, bd will be working with the shipping contractor to conduct a study to definitively determine the root cause. Bd will continue to track and trend for this issue.

Event description:
It was reported that the package of the bd intima ii plus closed IV catheter system was damaged before use from high temperature, causing a sterile barrier breach. There was no report of exposure, injury, or medical intervention noted.